Event description:
It was reported that the patient presented for follow-up. Externalized conductors were noted via device imaging. All electrical measurements were normal. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead measuring 53.6cm from the distal tip was returned for analysis. Multiple internal insulation abrasions were noted between 7.1cm and 13.8cm from the distal tip. The conductor etfe insulation was intact at all locations. Normal electrical characteristics of the returned portion was measured.